Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the sicd system was replaced with a transvenous system. The sicd system remains implanted but not in service. There were no additional adverse patient effects. It was reported that the shock impedance was 205 ohms on the last latitude monitoring transmission. Technical services reviewed the data and confirmed the shock impedance has been high since implant. There have been no shocks since implant. An x-ray was done, and the findings were normal. Later, during testing, a 65j shock did not convert the induced arrhythmia. An external shock was required. The shock impedance was still 205 ohms. The doctor elected to reposition the system. There were no additional adverse patient effects. It was reported that, during testing, a 65j shock did not convert the induced arrhythmia. An external shock was required. The shock impedance was 205 ohms. The doctor elected to reposition the system. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information that the sicd system was replaced with a transvenous system. The sicd system remains implanted but not in service. There were no additional adverse patient effects. It was reported that the shock impedance was 205 ohms on the last latitude monitoring transmission. Technical services reviewed the data and confirmed the shock impedance has been high since implant. There have been no shocks since implant. An x-ray was done, and the findings were normal. Later, during testing, a 65j shock did not convert the induced arrhythmia. An external shock was required. The shock impedance was still 205 ohms. The doctor elected to reposition the system. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the sicd system was replaced with a transvenous system. The sicd system remains implanted but not in service. There were no additional adverse patient effects. It was reported that the shock impedance was 205 ohms on the last latitude monitoring transmission. Technical services reviewed the data and confirmed the shock impedance has been high since implant. There have been no shocks since implant. An x-ray was done, and the findings were normal. Later, during testing, a 65j shock did not convert the induced arrhythmia. An external shock was required. The shock impedance was still 205 ohms. The doctor elected to reposition the system. There were no additional adverse patient effects. It was reported that, during testing, a 65j shock did not convert the induced arrhythmia. An external shock was required. The shock impedance was 205 ohms. The doctor elected to reposition the system. There were no additional adverse patient effects.

Event description:
It was reported that the shock impedance was 205 ohms on the last latitude monitoring transmission. Technical services reviewed the data and confirmed the shock impedance has been high since implant. There have been no shocks since implant. An x-ray was done, and the findings were normal. Later, during testing, a 65j shock did not convert the induced arrhythmia. An external shock was required. The shock impedance was still 205 ohms. The doctor elected to reposition the system. There were no additional adverse patient effects.